Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for a dialysis treatment on (B)(6) 2016 with a blood glucose level of 534 mg/dl. The customer reported issues with no delivery alarms. Customer's blood glucose value was around 200 mg/dl at the time of the call. The customer was wearing the insulin pump during their hospital stay. The customer tried treating their blood glucose with a bolus but the insulin pump did not work. The customer was assisted with troubleshooting and the device passed the test functions. The customer did not return the product back for analysis.